Event description:
It was reported that during an unknown procedure, the clip was not formed properly and fell off the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis the trigger could be actuated with no anomalies. Finally, the device locked out as intended but the orange indicator was undertraveled, please note this finding is not related with the reported incident. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was there bleeding when clips fell off of blood vessel? ---no. If so please quantify and describe how patient treated. Were clips that fell off of blood vessel retrieved? ---yes, but the fallen clips were retrieved by a forceps. What shape were malformed clips? ---the information was not provided from the hospital. What type of procedure was being performed? ---laparoscopic procedure. Which firing of the device did this event occur on? ---1st firing. What vessel or structure was the device fired on at the time of the event? ---blood vessel. Was the clip fully advanced into the jaws prior to firing? ---the information was not provided from the hospital. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? ---the information was not provided from the hospital. Was there any torquing or twisting of the device present at the time of firing? ---the information was not provided from the hospital. Was any unexpected resistance felt while firing the trigger? ---the doctor commented that the force of grasping the firing trigger was higher than usual. Were any unexpected noises heard? If so, when? ---the information was not provided from the hospital. Was clip fired over another clip or hard structure? ---the information was not provided from the hospital.